Event description:
It was reported that after an initial bunion surgery on an unknown date, all hardware was removed in a revision surgery on (B)(6)2023 due to a potential abscess. The surgeon does not believe the reported issue is related to tmc hardware. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on an unknown date, all hardware was removed in a revision surgery on (B)(6)2023 due to a potential abscess. The surgeon does not believe the reported issue is related to tmc hardware and that the patient was non-compliant with post operative protocol. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. Device specific information was also not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event is likely due to the postoperative activity of the patient. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.